Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. Since there was no direct allegation against the bd product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley drain bag was leaking at the seal of the urinometer and bag. Leak in the foley bag was found by the registered nurses. Stated that the patient had coude catheter and the seal was already not intact between catheter and drainage bag. The foley bag that was leaking was replaced. Patient was on veno-venous extracorporeal membrane oxygenation for covid-19, tracheostomy/ventilator dependent and had a high risk for hospital acquired infections. Customer also stated that the previous issues with leaking foley bags at that location were sent back to the company and was aware that a recall of 2 lot numbers of this type of foley done by the company and stock cardiovascular intensive care unit now had reportedly was a new lot number.

Event description:
It was reported that the foley drain bag was leaking at the seal of the urinometer and bag. Leak in the foley bag was found by the registered nurses. Stated that the patient had coude catheter and the seal was already not intact between catheter and drainage bag. The foley bag that was leaking was replaced. Patient was on veno-venous extracorporeal membrane oxygenation for covid-19, tracheostomy/ventilator dependent and had a high risk for hospital acquired infections. Customer also stated that the previous issues with leaking foley bags at that location were sent back to the company and was aware that a recall of 2 lot numbers of this type of foley done by the company and stock cardiovascular intensive care unit now had reportedly was a new lot number.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . The potential root cause for this failure could be due to drainage funnel too short/ improper insertion by operator/ user related (pulling by user/tamper evident seal removed by user). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley cathater) product ifus were found to be adequate based on past reviews. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley drain bag was leaking at the seal of the urinometer and bag. Leak in the foley bag was found by the registered nurses. Stated that the patient had coude catheter and the seal was already not intact between catheter and drainage bag. The foley bag that was leaking was replaced. Patient was on veno-venous extracorporeal membrane oxygenation for covid-19, tracheostomy/ventilator dependent and had a high risk for hospital acquired infections. Customer also stated that the previous issues with leaking foley bags at that location were sent back to the company and was aware that a recall of 2 lot numbers of this type of foley done by the company and stock cardiovascular intensive care unit now had reportedly was a new lot number.